Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic due to infection. Intracardiac echocardiography (ice) identified vegetations on both the right ventricular (rv) and right atrial (ra) leads. The physician elected to explant the right ventricular (rv) and right atrial (ra) leads and replaced with a leadless pacemaker on (B)(6) 2026. The patient remained in stable condition following the procedure.